Manufacturer narrative:
Evaluation of the returned navlock indicated there was visible galling on the receiving bore of the tracker that aligns with the damage on the drill bit. When a known good instrument in inserted into the tracker, there was now a slight resistance when inserting into the tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat a deformity. It was reported that the drill bit did not fit easily into the blue tracker, the drill bit started to bind and was not spin freely with the blue tracker when drilling through the arm guide, and there was marring on the shaft of the drill bit. The drill and the bit with the tracker was removed from the patient and then manually separated using a mallet. The drill bit was able to be used with the black tracker, but there was more friction between the drill bit and track than normal. The tracker was tried with other drill bits and the issue did not occur. The manufacturer representative thought there was some damage/marring on the inside of the cannula of the tracker, but not enough to affect other instruments. The manufacturer representative also stated that if the drill was not completely coaxial while drilling, the tracker would bind up. Screws were being implanted at c4 to t12 and the devices were prepared according to labeling. There was no patient harm, no delay in the procedure for more than an hour and no additional actions were required as a result of the event.